Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed via remote transmission. Patient was asymptomatic. Increased capture thresholds and fracture were observed. The lead was successfully capped and replaced. The patient is doing well.